Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was loose. The drive support cap was pressed further in. Customer's blood glucose level was 87 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a faulty component on the mother board. The pump was received with minor scratches on the display window and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.